Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a failed battery. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the pump was not available for evaluation and the serial number is unknown; therefore a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.